Event description:
The customer's mother reported that insulin pump was broken. Customer stated the insulin pump was exposed to fluid. Customer stated he went swimming. Customer stated that insulin pump had blank display. Troubleshooting was done. Customer's blood glucose was 346 mg/dl. Advised customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self test, and off no power test. No blank display was noted. However, the insulin pump had moisture damage at the motor assembly and electronic assembly. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.